Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/14/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain with walking/standing/bending/lifting, metallosis and requires use of walker. Medical records reported difficult mobility, feeling of near dislocation without actual dislocation, 2015 aspiration of 2ml rusty fluid positive for metallosis and (B)(6). Revision surgical report noted a larg cystic lesion, metallosis, completely digested abductor and rotator muscles, osteolytic cyst filled with metallosis, trochanterior area completely removed related to large amount of osteolytic bone and 1200ml blood loss with 2 units of packed red blood cells given intraoperatively. There was no report of metal debris or corrosion. No metal ion lab results within medical records. Pathology report noted reactive tissue changes, chronic inflammation and infection. Cup and apex hole eliminator added to complaint as MDR no's for infection. Part/lot updated. The complaint was updated on: may 5, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that corrosion and friction wear is believed to have caused amounts of toxic cobalt-chromium metal debris to be released into the patient's tissue surrounding the implant. The patient began to experience pain and difficulty with the implant following the surgery.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Medical records were reviewed. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.